Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that they turned off therapy the night before as the patient was sore in their neck and belly, and they were going to the bathroom more than before. It was stated that they were going to see if they could get to the healthcare provider¿s office soon to have the device removed. The following day, it was reported that the patient was in the hospital, and at the time, they still had their leads in. The next day, it was reported that the patient was still in the hospital and their husband thought someone ¿screwed up the operation.¿ the patient was still in the hospital as of (B)(6) 2020. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.